Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2026-100716. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the system was unable to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.